Event description:
This lv epicardial lead was implanted on (B)(6) 2003 and was capped and replaced on (B)(6)2013 due to diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).